Event description:
Heli-fx endoanchors were used as an accessory device with an endurant stent graft system for the endovascular treatment of a 60mm abdominal aortic aneurysm it was reported two days post evar that the patient had myocardial infarction accompanied by shortness of breath. Medication was provided to the patient and the issue resolved 3 days later. It was reported that it was likely type ii myocardial infarction from anemia secondary to surgery. As per the sponsor, the myocardial infarction was assessed to have a causal relationship to the procedure and was not related to the endoanchor device or aneurysm. The site assessed the myocardial infarction as possibly related to the index procedure. No additional clinical sequelae was reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c124ee, serial/lot #: (B)(4), ubd: 18-apr-2020, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 17-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.